Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-12772. It was reported that when the patient presented via remote transmission, atrial lead noise resulting in auto mode switch as well as a noise reversion alert was observed. Right ventricular lead noise was also recorded as two high ventricular rate episodes. Isometric movement attempted to reproduce the noise with no effect. There were no patient consequences and the patient will continue to be monitored.